Event description:
A user facility reported that 10 minutes into a procedure, the pt began to exhibit inspiratory stridor and appeared to not be able to exhale through the lma. The size 5 lma-proseal was then removed and the pt was intubated. The pt was then suctioned and clear secretions were removed from the mouth - either a copious amount of saliva or clear gastric contents which may have been regurgitated. A bronchoscopy was then performed and there appeared to be no aspirated material present. Oxygen saturations were fine and the pt was discharged to home following surgery without further incident.